Event description:
Device - one touch ultra blood glucose meter tests performed with different test strip codes within 90 seconds register a variance of over 10%. This is a very high rate of inaccuracy for a device that I am supposed to use to monitor my blood, especially considering the cost of the test strips for this. Dates of use: 2009. Diagnosis or reason for use: monitoring blood glucose for diabetes.